Event description:
Reporter states that after components were assembled on back table, instability was noted. The insert would not seat. There was no adverse consequence for the pt or delay in surgery or anesthesia time.